Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that there was issues with insulin pump buttons not responding. The insulin pump had varying sounds during rewind and had to replace batteries within less than 7 days once or twice. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.